Event description:
The customer reported that a patient had a reaction during a therapeutic plasma exchange(tpe) procedure. It is not known if any medical intervention was required for the patient. No further information about the event is available at this time. Patient information is not available at this time. The disposable set is not available for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a device malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury on the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A literature review was done in regard to contra-indications of ace inhibitors and tpe. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause could not be determined. Rdf analysis and service check of the machine shows that the system operated as intended. Literature review does show that anaphylactic or atypical reactions can occur by patients undergoing tpe while receiving ace inhibitor therapy. Based on literature review and statements from the physician regarding ace-inhibitors and other pheresis processes, the root cause for this patient's reaction is related to the prescribed ace inhibitor. The spectra optia apherese essentials guide outlines the following procedural caution: "the spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure."literature reviewed:1. Perseghin p1, capra m, baldini v, sciorelli g. Bradykinin production during donor plasmapheresis procedures. Vox sang. 2001 jul;81(1):24-8.http://www.ncbi.nlm.nih.gov/pubmed/115204122. Perkins ka. Contraindication of angiotensin-converting enzyme (ace) inhibitors for patients receiving therapeutic plasma exchanges. Nephrol nurs j. 2008 nov-dec;35(6):571-4; quiz 575.http://www.ncbi.nlm.nih.gov/pubmed/192606083. Michaud d1, mckay l, pfefferle p, komant t. Therapeutic plasma exchange. Dynamics. 2001winter;12(4):18-24.http://www.ncbi.nlm.nih.gov/pubmed/. (B)(6).

Event description:
Follow-up from the customer provided further details about the incident: a patient was receiving tpe on spectra optia for treatment of rejection related to renal transplant. The patient was on ace-inhibitor and had a severe allergic-type reaction and the ace-inhibitor was stopped and he subsequently did not have a reaction. During the procedure, the patient's blood pressure was approximately 95/45 with a pulse of 93 beats per minute. The patient felt nauseous then vomited approximately 2 hours into the procedure. Per physician's order, 100 ml of ns bolus was given during the procedure and 150 ml was administered after the procedure. After 5 hours of completing the procedure, the patient was given IV gravol. Per the customer, there was no evidence of allergic reaction except nausea. Prescribed medications taken orally were withheld when the patient was vomiting during the evening. The vomiting subsided overnight on (B)(6) 2014. The customer declined to provide patient identifier or age.

Manufacturer narrative:
Investigation: the customer did not respond to attempts to obtain information for the investigation such as, procedural details, patient information, lot information, etc. An rdf analysis was not performed for this event, because identification information was not received from the customer for investigation. A scheduled preventive maintenance call was conducted in conjunction with a software upgrade. No issues were noted with machine performance. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in process. A follow-up report will be provided.